Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were high thresholds recorded. The lead was placed and tested several times. The lead was removed and replaced. No patient complications have been reported as a result of this event.